Event description:
Caller reported that a cgm error 42 occurred with their g6 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a complete pump reset, and after following these instructions, the caller successfully restarted their sensor session without encountering the error again.